Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that during peripheral angioplasty a perforation occurred in a peripheral vessel with mild tortuousity and 70% stenosis. The 2.80x26 mm graftmaster covered stent was attempted but could not cross to treat the perforation due to the anatomy. Another graftmaster covered stent was used to treat the perforation. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. D4: lot#, expiration date h4: mfg date. D10, h3: device return status. H6: method code 4114 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. D10, h3 - the device was initially reported as returning for analysis but has now been reported as being retained by the hospital.